Manufacturer narrative:
Continuation of concomitant medical products: product ID 3550-39, lot# n290768, implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type: accessory; product ID 39286-65 , serial# (B)(4), implanted:(B)(6) 2012, explanted:(B)(6) 2022, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has had a depleted ipg for "several years" and has not used her device. The patient reported that her ipg pocket was causing discomfort recently and decided to have her device removed. The issue was resolved.